Manufacturer narrative:
D4: serial number.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, s/n (B)(6), used in treatment, was returned for evaluation. A relationship between the reported event and the device was established. A functional evaluation was performed. An analysis of the customer provided log files revealed that the customer confirmed the complaint, as they experienced multiple drill disconnect errors. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This failure is an identified failure mode within the risk assessment. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The drill attachment was removed normally. A kpc test was run and failed, as a drill critical error occurred. A case was run and the drill was unable to proceed past the connection screen. The exposure motor was exchanged with a known good exposure motor, and the device performed as intended. The reported problem was confirmed. The most likely cause of this event may be associated with the exposure motor of the drill. Further investigation into the reported failure is being conducted to determine if additional actions are required. All complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, s/n (B)(6), used in treatment, was returned for evaluation. A relationship between the reported event and the device was established. A functional evaluation was performed. An analysis of the customer provided log files revealed that the customer confirmed the complaint, as they experienced multiple drill disconnect errors. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Refer to the product instructions for use ¿recovery procedure guidelines¿ table that provides guidelines for recovering to a fully manual procedure in the event of an unrecoverable hardware failure. This failure is an identified failure mode within the risk assessment. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The drill attachment was removed normally. A kpc test was run and failed, as a drill critical error occurred. A case was run and the drill was unable to proceed past the connection screen. The exposure motor was exchanged with a known good exposure motor, and the device performed as intended. The reported problem was confirmed. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during a cori assisted tka surgery, they received a drill disconnect error. They could not continue and had to quit. After that, the case reflected that it was completed, but they were only on the tibia. So, they shut down the cori and rebooted, got back into the case, unplugged and replugged the real intelligence robotic drill and the checkmark only flashed and would not read that the drill was plugged in. The real intelligence cori froze and they did a hard shut down. They opened a new trail, got back in the case and the same thing happened with a second drill; and hard shut down again. The procedure was completed with manual instrumentation without significant delays. The patient was not harmed beyond the reported problem. After the case, they rebooted and started a new case, all the drills did the same thing. Upon numerous reboots, drills would not connect. They ended up with gray x's instead of flashes. The console never read the drills. During a second evaluation, it was confirmed that the drills would not establish a connection with the cori console when try to run a drill diagnostic test or when attempting to establish connection for a case. Moreover, both drills have long attachments locked onto them.